Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of detachment of device component and expulsion: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during patient injection with one syringe of juvéderm® ultra xc, the needle separated from the syringe and the product came out. No injury to the patient or injector. The needle from the package was used for the injection.

Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported that during patient injection with one syringe of juvéderm® ultra xc, the needle separated from the syringe and the product came out. No injury to the patient or injector. The needle from the package was used for the injection.